Event description:
It was reported that the patient presented in the ER with increasing dyspnea. A pericardial effusion was observed via imaging. The cause of the effusion was not determined. A sub-xiphoid pericardial window procedure was performed. The patient tolerated the procedure well and was later discharged.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.